Event description:
Pt has icp sensor implanted for 3 days no issues. However, post a roll (repositioning the pt), the monitor was showing negative icp values or periodically no wave form/values. The nurse and equipment nurse trouble shooted with a different connection cable and different monitors and was still receiving the same issue. No error message was displayed on the monitor. They then used a transducer from the evd to obtain an icp value. Equipment nurse called me at 1550 to let me know and help with trouble shooting, they had done all they could and what was needed to be done. I said it was likely due to the sensor being dislodged however strange there wasnt an error message. Sensor was explanted later that day.

Manufacturer narrative:
Zero procedures performed on (B)(6)2025. Record of 5 days of monitoring. Coherent values for 3 days. At the forth day, drop of the pressure to almost 0mmhg. At the fifth day, presence of negative values. Analysis of the incriminated device: visual aspect: several bending of the catheter, cross-cut of the tube at approximately 50 mm from the edge, the internal cables are visible. Functionnal: during functional test, rapid drift and error message e001 (due to the cut in the tube). Traceability: no data supporting the incident. Based on the condition of the returned catheter, it is impossible to conclude that the catheter failed during use.

Event description:
Pt has icp sensor implanted for 3 days no issues. However post a roll ( repositioning the pt) the monitor was showing negative icp values or periodically no wave form/values. The nurse and equipment nurse trouble shooted with a different connection cable and different monitors and was still receiving the same issue. No error message was displayed on the monitor. They then used a transducer from the evd to obtain an icp value. Equipment nurse called me at 1550 to let me know and help with trouble shooting, they had done all they could and what was needed to be done. I said it was likely due to the sensor being dislodged however strange there wasn't an error message. Sensor was explanted later that day.